Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6949 implantable tachy lead, implant date (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead dislodged back into the superior vena cava (svc). The atrial lead was capped, not replaced, and explanted the following day. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high rv and superior vena cava (svc) impedance measurements, oversensing, and noise due to a fracture in the high voltage circuits of the lead. The rv lead was explanted and replaced. It was also reported that the atrial lead dislodged back into the superior vena cava (svc). The atrial lead was capped, not replaced, and explanted the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the lead was returned, analyzed, and no anomalies were found. Visual analysis indicated apparent explant damage.